Event description:
Attorney reported: in 2007 - the pt underwent surgery to repair a ventral hernia. A composix kugel patch was used to repair the defect. As result of using the composix kugel hernia patch, the pt was caused to suffer, among other injuries, severe infection and was hospitalized, and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. In 2008 - the pt underwent additional surgery to remove the composix kugel hernia patch.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.